Event description:
It was reported that a patient with a 21mm 3300tfx aortic pericardial valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of four (4) years, three (3) months due to valve degeneration leading to severe aortic stenosis. Doppler evaluation was consistent with patient prosthesis mismatch.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, e1 (initial report name, phone number), f10 (device codes) h11: corrected data: corrected sections h1, h6 (result code), h10 (additional manufacturer narrative) stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. No information was provided to indicate the patient's weight and height prior to implant of the initial surgical valve. However, the tte report confirmed that there was patient prosthesis mismatch. The root cause of this event cannot be conclusively determined with the available information. However, it is likely that patient and/or procedural related factors and the progression of the underlying valvular disease pathology contributed to the event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Manufacturer narrative:
UDI number: (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device will not be returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with 21mm aortic valve for 4 years 3 months, is being evaluated for a valve in valve procedure due to stenosis. The current valve has not been disabled and the patient has not been scheduled for the valve in valve procedure. The current patient status is unknown.